Manufacturer narrative:
Section a5: ethnicity: unknown, asked but provided as white. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis non-preloaded monofocal intraocular lens (iol) haptic was noted to be bent after insertion in the left eye. The lens was removed. Additional information stated that the emerald cartridge was used. There was no patient injury and no other medical/surgical interventions were required. The patient is doing good post op. The product was discarded and not being returned. Upon further follow up, it was confirmed that the haptic was only bent and it was not detached. The inner pouch was sealed. The lens was removed and replaced in the same procedure with the another lens of same model and diopter. There was no use error that led to event. No further information is available.